Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high and low blood glucose level. Customer¿s blood glucose level was 300 to 400 mg/dl at the time of incident. Customer was treated with bolus and blood glucose was below 40 to 67 mg/dl and treated with food. Customer had been using insulin pump system within 48 hours of reported high and low blood glucose event. Customer stated that the auto mode feature was active at time of high and low blood glucose event. Customer alleged that insulin pump was over delivering. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis. Frn-mmt-322-rsvr, unomed set, ozp-mmt-7020-snr.